Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, premature elective replacement indicator (eri) was observed. Premature battery depletion was suspected. Device replacement is anticipated but no intervention has been performed. The patient is in stable condition. No further information is available at this time.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Pacing, sensing, impedance, hv output, patient notifier were tested on the bench. No anomaly was detected.

Event description:
New information received states that the device was explanted and replaced. The patient condition was stable before, during and after the procedure.